Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before a case the emitter was not functional. The site switched emitters with a different system and continued with the case. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the field generator/emitter was rep laced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes apply to this testing. The field generator/emitter was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no fault found with the component. Evaluation codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.